Event description:
Patient reported "pain, itching and removal due to the patient¿s concern with the product." Patient later reported "deflation" and "calcification around the nipple area." This record is for right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.